Event description:
The customer alleged the ventilator's audio alarm did not function during a high pressure condition in which the pt rolled on to the pt circuit. The nellcor puritan-bennett customer support engineer inspected the device and could not duplicate the reported condition. No parts were replaced during this svc call. The unit passed extended self-testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.